Event description:
Patient reported right side skin cancer. The event of skin cancer does not consider device related. Healthcare professional later reported right side "rupture." Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 18jul2013 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.